Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the lcd screen was found to be blank and an error code related to the charging of the internal battery was observed. The device's lcd screen and internal battery were replaced to address the issues.